Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not deliver accurate amounts of insulin and that the pump battery was not "working properly." No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.